Manufacturer narrative:
Batch records for final manufacture and qc record for cov2020073 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Test results from the retention samples from cov2020073 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation.

Event description:
False positive result (s). Dr. Had 7 patients that tested positive for covid but when tested by pcr they were negative. He confirmed that the flowflex tests were read correctly.

Event description:
False positive result (s). Dr. Had 7 patients that tested positive for covid but when tested by pcr they were negative. He confirmed that the flowflex tests were read correctly.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.